Manufacturer narrative:
The customer's report that the bifuse extension set snapped off at its distal end was not confirmed based on inspection of the as-received reported suspect bifuse extension set sample. The bard sets were manually detached from their maxzero connectors. No issue was observed with the recently detached maxzero connectors. Damage was only observed on the received bard sets. Functional testing of the received samples besides the bard sets observed no issues. The root cause of the reported bifuse extension set issue was unable to be identified.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: a1, a2, a3, d.1, d.4, d.10, d.11, g.5, h.3, h.6. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, additional information was not provided.